Event description:
The lay user/reporter called lifescan (lfs) in 2005, and alleged that the patient's meter was prompting an error 4 message. The medical affairs specialist (mas) spoke to the patient 2 days later and obtained/verified the following information. On the day of the event, date unknown, the patient reported feeling dizzy. She had not been able to test on her meter for one week prior due to an error 4 message. Her family took the patient to the hospital. Her blood glucose result at the hospital was 380 mg/dl. She was given IV fluids to lower her blood glucose. She stated that the she normally takes an oral medication for her diabetes but she could not remember the name of it. She continued taking it, when she was unable to test. The reporter stated that the patient was using the incorrect testing technique, but he was unable to elaeborate on what the problem was. The issue was resolved with training. This complaint is being reported because the patient's treatment was delayed due to her being unable to test at the time of experiencing symptoms. Instead she was taken to the hospital where she was treated for hyperglycemia. A replacement meter was sent.